Manufacturer narrative:
The actual pads were discarded by the hospital. When the quality engineer completes his investigation a supplemental report will be filed. We acknowledge we are filling this report outside the 30 days requirement. Due to the inability to gather additional info of the event, we are considering this event reportable based on the current info.

Event description:
It was reported by a (B) (4) distributor that, "during the use of esu, disconnection alarm sounded. Replacing with another esu, alarming did not cease to sound."